Event description:
The customer reported, the system failed to boot properly. No report of pt injury.

Manufacturer narrative:
The ge rep performed an on site investigation and recommended the customer purchase a new battery. The customer is making a decision.